Event description:
Plaintiff alleges developing a severe latex allergy from being exposed to latex medical gloves. Further alleges that as a result of this allergy, she has in the past and will in the future experience physical injuries, pain and suffering, embarrassment, humiliation, loss of enjoyment of life, lost wages, lost future earnings, lost earning capacity, medical expenses, future medical expenses, fright and apprehension, emotional distress, inconvenience and other incidental consequential damages. Plaintiff's husband, alleges loss of consortium of his wife.